Event description:
It was reported that one sprinter legend coronary balloon could not rebound during use, and upon inspection, it was found that the container had burst and was leaking. The device was immediately replaced with a balloon from another lot. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later clarified that the balloon was not ruptured but there was a leakage. The leak occurred on the first inflation. The lesion being treated was non-calcified, mildly tortuous with 82% stenosis in the middle segment of the left coronary circumflex branch. The device was inspected before use with no issues noted. Negative prep/purging was performed on the device prior to use with no issues noted. The device was being used to pre-dilate the lesion. Resistance was not noted while advancing the device to the lesion. The device was immediately replaced with a medtronic balloon from another lot. There were no issues with this replacement device. Initial reporter name and phone number provided. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there was partial inflation of the balloon. The same inflation device was successfully used with other devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.